Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure due to inadequate pain control. Malfunction was not suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an unknown reason.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an unknown reason. Additional information was received that the patient underwent the explant procedure due to inadequate pain control. Malfunction was not suspected. The explanted devices were not returned to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: sc-8336-70. Model: sc-8336-70. Serial: (B)(6). Batch: 17556711.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg explant procedure due to an unknown reason.